Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the rubber stopper in the bd q-syte¿ micro bore extension set did not rebound after being opened. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, when the responsible nurse was performing flushing and sealing treatment for the patient with PICC catheters, she found that the rubber stopper of the needleless closed infusion joint of the septum membrane could not automatically rebound after being opened, and immediately replaced it with a new closed joint without causing any harm to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper in the bd q-syte¿ micro bore extension set did not rebound after being opened. The following information was provided by the initial reporter, translated from chinese. "On (B)(6) 2023, when the responsible nurse was performing flushing and sealing treatment for the patient with PICC catheters, she found that the rubber stopper of the needleless closed infusion joint of the septum membrane could not automatically rebound after being opened. She immediately replaced it with a new closed joint without causing any harm to the patient."